Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented a merlin transmission, the non-sustained right ventricular oversensing episodes observed were confirmed to be myopotential oversensing. Myopotential was reproducible with deep breathing. The issue was resolved after the low frequency attenuation filter was turned off. No adverse consequences were detected.

Event description:
New information received states a recent merlin transmission noted multiple episodes of post-paced t-wave oversensing occurring on one day. The patient was asymptomatic. The oversensing could not be reproduced. The physician recommended to continue monitoring. No further information is available.